Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, a large suturecut needle driver instrument broke and a fragment fell inside the patient. The customer was unable to confirm definitively if any pieces of the broken instrument were left inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The large suturecut needle driver instrument has not been received for failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.